Event description:
Rptr complaining of arthritic pain in wrists in last 2 years or longer, pain and discomfort in breast area, itching sensation in center of breasts last 2 months, and constant fatigue.